Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide a correction to the initial with information inadvertently left out (e2 and e3), to provide a correction to the initial (h4), and to provide an update with information received through follow up (updated field b5 and d8). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned to olympus, and a specific root cause of the reported event could not be identified with the information received. The event can be prevented by following the instructions for use which state: "do not coil the insertion section, universal cord, or ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal." "Do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result." "Do not twist or bend the bending section with your hands. Equipment damage may result." "Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." "The cover of the irrigation port part cannot be removed. Equipment damage can result." "Do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result." "Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged." "Do not touch the electrical contacts in the ultrasonic connector. Equipment damage can result." "Do not pull, twist or tightly coil the ultrasonic cable. Noise can develop in the ultrasonic image." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the condition of the patient was not impacted by the failure, and the reported problem did not affect the outcome of the procedure. The procedure was successfully completed with a two minute delay. The device inspected by steris prior to providing to the customer for use.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number- 2429304-2024-00232 the evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tip of distal end of bronchoscope broke inside the patient during a procedure. There was a delay of approximately 2 minutes to remove the detached/fallen device. The procedure was completed with another device. There were no reports of patient harm.